Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone primary breast augmentation with two 700cc mentor memorygel breast implants, suffered bilateral breast ptosis, post-procedure. As a result, the patient underwent bilateral breast implant removal on (B)(6) 2021. During the explantation surgery, it was discovered that the right breast implant was ruptured. Subsequently, both breast implants were removed without replacement. This medwatch form is for the left breast prosthesis.